Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated they met with their doctor yesterday and the left side said on and ok and the right side showed a screen they didn't understand. The patient described it as a bird perched. It sounded as though the patient programmer (pp) was on icon mode. They were able to successfully change to text mode and the patient confirmed both sides said on/ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated they had difficulty with the language of the manual. As they studied the manual, the terms became more clear. After a few calls, as recent as last week, they felt confident they could operate the device. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that their nurse told them the right ins battery voltage was down to 2.51 and the right one was down to 2.21. While on the phone, the patient synced with the batteries and then were on and at 2.64v and 2.75v. It was noted the patient had a fall in their kitchen today and was wondering if that was psychological. They had no strength when walking down stairs, more frequent dyskinesia like tapping their foot, and while standing they rock and are uncomfortable. They try to outrun the freezing which led to the reported fall. They checked battery voltage again on the phone. The right ins was at 2.61 and the left at 2.74. The doctor reported that the patient was at eri, but there was no allegation of ins longevity dissatisfaction. The patient stated they had been having trouble with memory. The caller stated the therapy had been working for their dyskinesia. The caller was walked through how to check the ins with their programmer but couldn¿t connect to one of their stimulators over the phone. The caller also stated that their replacement surgery was (B)(6) 2019. The caller did also mention that they had been ¿extra vulnerable to falling. The patient called again and re-iterated they were seeing eri and was having dyskinesia. They stated they were upset that their ins didn't last as long as the thought it would: 5 years. They checked their voltage again as it was at 2.56v but the patient did not confirm which side. The patient called again for instructions to check the ins settings and how to change them. They connected the programmer to the ins and discovered the ins was in simple mode. They were also instructed on changing voltage level of the ins: 2.99v right ins and 2.99v on the left ins. No further complications were reported or anticipated with this event. Refer to manufacturer report 3004209178-2019-11883 for details pertaining to the related reportable event.